Event description:
Device malfunction: failure to retract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician assistant trained in the use of the proglide device attempted arteriotomy closure of the heavily calcified common femoral artery after an unspecified artery. Reportedly, the foot of the proglide device would not park, possibly because of scar tissue in the artery. After much manipulation the device could not be removed from the artery. A surgical cut down procedure was performed to remove the device and suture the arteriotomy closed. The pt was kept over night for observation and released home the following day. Though requested, additional info was not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.